Event description:
Event description guidant received information that a clincian reported palpating a pulse of 46 bpm, despite the lower rate limit being programmed to 70 ppm. The patient was experiencing general malaise and a headache.

Event description:
Boston scientific received information that a clinician reported palpating a pulse of 46 bpm, despite the lower rate limit being programmed to 70 ppm. The patient was experiencing general malaise and a headache.

Manufacturer narrative:
Technical services advised that the patient see her physician. At this time, no additional information is available. If additional information becomes available, this event will be updated. The device was explanted for normal battery depletion over eight years after the initial clinical observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.